Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 19-may-2023. H6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. 10 customer and retention samples were inspected for damage with 0 visible defects. A draw test was performed at the manufacturing site on sample tubes. The tubes were within specification limits with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer reports loose cap during centrifugation. This event occurred two times. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports a constant issue with loose caps on pst tube lot#: 2347092. Steps taken with customer/troubleshooting: customer agreed to send samples back for quality investigation. Tubes are centrifugated at 4000 rpm for 10min. Customer only detected this issue when they changed to lot#: 2347092. Previous lots performed as expected."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes customer reports loose cap during centrifugation. This event occurred two times. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports a constant issue with loose caps on pst tube lot#: 2347092. Steps taken with customer/troubleshooting: customer agreed to send samples back for quality investigation. Tubes are centrifugated at 4000 rpm for 10min. Customer only detected this issue when they changed to lot#: 2347092. Previous lots performed as expected."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.